Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? How as the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and anatomic location. What was the reason for the blood transfusion? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? If so, why? Can the surgical video be provided? Will the ostomy be reversed? What is the current status of the patient?

Event description:
It was reported that the patient was submitted on (B)(6) 2019 to the treatment of deep endometriosis with intestinal involvement by videolaparoscopy at the hospital. During the surgical procedure, segmental rectosigmoidectomy was performed using echelon stapler and cdh33 circular stapler for colorectal anastomosis. During the preparation of the anastomosis with the use of the circular stapler, the correct fitting of the "ogive" was not observed, the surgical team did not perceive the "click" that normally happens (according to the video of the surgery sent to the local representative). Even with this problem, the stapled anastomosis was performed and the "leakage test" was performed twice, which was negative in both tests. The patient progressed well in the first postoperative days receiving discharge on (B)(6) 2019. On (B)(6) 2019, therefore, on the ninth postoperative day, it evolved with fainting, paleness and abdominal distension, and was immediately taken to the emergency of the hospital. On (B)(6) 2019 (tenth postoperative day), she underwent computed tomography with rectal contrast and rectal contrast extravasation was observed for the abdominal cavity. On the same day, she underwent a new laparoscopy, where a large amount of enteric fluid was observed in the abdomino-pelvic cavity and anastomosis dehiscence in the posterior region. Performed lavage of the abdominal cavity with physiological saline, positioned pelvic drainage and made ileostomy to protect the colorectal anastomosis. The patient remained hospitalized until (B)(6) 2019, being submitted to intravenous antibiotic therapy, blood transfusion and parenteral nutrition.